Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6 correction: b4, g4, g7, h10 event summary: it was reported that the patient was implanted with a biolox head on (B)(6), 2017 and underwent revision on (B)(6), 2020 due to dislocation. Review of received data - in the surgery dated (B)(6), 2017, there was a right total hip replacement & gluteal repair. Devices analysis - no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - this device is intended for treatment. - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary it was reported that the patient was implanted with a biolox head on (B)(6), 2017 and underwent revision on (B)(6), 2020 due to dislocation. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is cmp(B)(4),

Manufacturer narrative:
Concomitant medical products: liner neutral 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell catalog# : 00875100932; lot# : 63306322. Constrained liner with constraining ring 28 mm i.d. Size hh for use with 50 mm o.d. Size hh shell catalog# : 00875800928; lot# : 64015855. Therapy date: (B)(6) 2020. The manufacturer received surgical reports, pns, per for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to dislocation which was due to gluteal damage.